Event description:
It was reported that the pump experienced a malfunction alarm with a code of malf 0. There was no reported adverse impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged for the replacement of the pump.